Event description:
New information notes: it was reported that the lead had dislodged. An attempt to reposition the lead was unsuccessful, and the lead was removed.

Event description:
It was reported that anamouls behavior was observed on the atrial lead. It was explanted and replaced.